Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer called alleging (B)(6) hcg urine pregnancy test. Customer reported patient was a healthy subject participating in a contraceptive study. Exact date and times of tests not provided or available. Customer alleging lst mckesson hcg dipstick urine test was difficult to read and they interpreted the result as negative. Customer followed up with a repeat mckesson hcg dipstick urine test that was read as positive. No confirmatory tests were performed. Customer only alleging one negative and one positive result from same test/same day/same lot. Although additional information was requested, no additional information was available or provided. No adverse events reported.